Event description:
A surgeon reported an issue with the interchange of air and fluids during a vitrectomy procedure. There was no pt impact reported.

Manufacturer narrative:
The company rep examined and then tested the sys and found it met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. (B)(4).